Manufacturer narrative:
(B)(4). The PMA/510(k) #: unknown as product code is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook tpn double lumen fr catheter was repaired due to the blue lumen bulging above the hub with flushing. A leak was then later noticed at the repair site and the internal metal sheath had migrated from the repair site closer to the lumen bifurcation. The line was then repaired above the bifurcation. As reported, the patient did not experience any adverse effects due to this occurrence. The customer reported that the complaint device is a cook tpn double lumen fr catheter.

Manufacturer narrative:
The used device was returned for evaluation. Visual inspection noted the tubing was pulled away from the wing fitting. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The device passed the quality control inspection for no excess glue, foreign matter or holes in material before shipment. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.